Event description:
It was reported that a patient underwent glaucoma surgery on an unknown date and suture was used. It was reported that the suture absorbed too fast and the patient was resutured. Additional patient, product, and event information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-07230, medwatch 2210968-2012-07231, medwatch 2210968-2012-07232, medwatch 2210968-2012-07233, and medwatch 2210968-2012-07234. The same patient is represented in each medwatch.